Event description:
The customer reported that a resident fell from a concerto shower trolley during daily hygiene activities. After the resident was placed on a stretcher using a milteco rail lift, the resident was prepared for dressing. During a side movement manoeuvre by one operator, the resident put his tucked legs over the side support of the concerto and fell to the ground. As a consequence, the resident sustained frontal lacerated contusion injury requiring stitches and subsequent biocular haematomas.